Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the ipg would no longer charge, and it became unable to connect to the programmer and charger. Patient's charging pattern is not known. As a result, surgical intervention was undertaken on (B)(6) 2026 to address the issue.